Manufacturer narrative:
(B)(4). Initial report date: 11/25/2015. Initial reporter also sent report to FDA, (report #: mw5044841) unfortunately, the initial reporter is unable to release any further information that pertains to the report in question. Therefore, no additional information for this report is available

Event description:
It was reported that an autistic individual with a history of constipation became unresponsive. The patient was rushed to the emergency room and pronounced dead. During the autopsy a perforation was found in the cecum. A bravo capsule was found in the cecum adjacent to the perforation site. The peritoneal cavity contained blood and fecal matter. No further information was provided.